Event description:
It was reported that the atrial lead was undersensing, had no capture and x-ray revealed that the lead had dislodged. It was also reported that a lead repositioning was attempted but that the lead would not advance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for(B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that the inner insulation was kinked buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleeve head, the lead had stretched, and there was apparent explant damage.